Manufacturer narrative:
On 6/26/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient also experienced capsular contracture on the right breast and deflation on the left breast prosthesis. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) mentor memorygel breast implant 235cc gel catalog: 3507235mc lot: 7546649 sn: (B)(4) and (left) mentor memorygel breast implant 235cc gel catalog: 3507235mc lot: 7546649 sn: (B)(4). On 7/6/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date field has been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation revealed that the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. The complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A complaint of capsular contracture was also reported. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture and capsular contracture are known complication associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth ovl 275cc gel, catalog: 3506275bc, lot: 18196. (B)(4)

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth ovl 275cc gel breast prostheses. It was confirmed by physical examination that the right side felt hard and that there was possible rupture. As a result, the patient was scheduled to undergo removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation revealed that the device was severely rented. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. The complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. A complaint of capsular contracture was also reported. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture and capsular contracture are known complication associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).